Event description:
The customer reported that there was a precharge error on boot up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep removed and replaced the battery pack then verified system, operation before returning to service.